Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited over-sensing. No changes or intervention were reported. The patient's condition was not known.